Event description:
During an atiral fibrillation procedure, it was not possible to visualize the anterior patient reference sensor which resulted in cancellation of the procedure. The issue was noted prior to the patient being under anesthesia, however the patient was in the room at the time. The issue was not resolved and the procedure was abandoned.

Manufacturer narrative:
Additional information: d3, d4, d9, g3, g6, h2, h3, h6. One ensitex patient reference sensor back (prs-p) was received for evaluation at tech center. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an electrical open to sensor one. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.